Manufacturer narrative:
In the absence of a physical product, an extended investigation will be performed. A follow-up report will be submitted once investigation is complete or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low glucose alarm issue with the freestyle libre 2 sensor, with use of librelink. The customer reported that the glucose alarm had signaled the evening of (B)(6) 2021, and customer self-treated with honey and went back to sleep. However, the customer's glucose did not rise above low glucose alarm threshold from self-treatment, and low glucose alarm did not signal again. The customer lost consciousness, and was taken to the hospital where the customer received 200 ml of g10 glucose via IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. And a valid serial number has not been provided. Adc product quality engineering (pqe) investigated the complaint about the freestyle librelink app (fsll) and determined, that there was no indication that the product did not meet specifications. As there was no available tracking, and trending data at the time of the investigation. A tripped trend review was not performed, but the complaint will continue to be monitored. If the product data is returned, the case will be re-opened, and an additional extended investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported, a low glucose alarm issue with the freestyle libre 2 sensor. With use of librelink. The customer reported, that the glucose alarm had signaled the evening of (B)(6) 2021. And customer self-treated with honey. And went back to sleep. However, the customer's glucose did not rise, above low glucose alarm threshold from self-treatment. And low glucose alarm did not signal again. The customer lost consciousness, and was taken to the hospital. Where the customer received 200 ml of g10 glucose via IV. There was no report of death or permanent injury associated with this event.